Event description:
The customer stated that the insulin pump alarmed. Troubleshooting was performed, and the customer stated that she was on her way to the emergency room to attain a backup plan to treat her diabetes. The customer stated that her blood glucose reading was 252 mg/dl, and she would have it treated at the emergency room. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor.